Manufacturer narrative:
Block h6: imdrf device code a04041 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, while the physician was deploying the band, the handle got broken in the working channel. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.